Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 31-year-old male with acute myocardial infarction complicated by cardiogenic shock, consistent with scai shock stage c, underwent impella cp implantation via the right femoral artery. While on support, the device functioned as intended at p-6 at 2.8l/min with d5w sodium bicarbonate in the purge solution. The clinical team reported limb ischemia. A femoral-femoral bypass was performed; however, the bypass subsequently thrombosed. Due to the vascular complication, the treating cardiologist consulted with the medical affairs team regarding implantation of a replacement impella cp via the axillary artery. The impella cp was explanted on (B)(6) 2026, and it was reported that the ischemia resolved following device removal. The patient injury was assessed as limb ischemia and was attributed to the impella therapy. The device was removed due to the reported event. Follow-up information received on 08jul2026 indicated that axillary artery implantation was successfully completed and the patient was doing well. The patient was successfully weaned from support on (B)(6) 2026 and survived. Additional information provided on 07jul2026 the same impella was used. It was explanted from the femoral site and implanted in the axillary artery. The impella has been removed and the patient is doing well. The rinse and reuse of the impella is not recommended per abiomed¿s instructions of use.